Event description:
No additional information received from customer.

Manufacturer narrative:
The device was reinspected by olympus resulting in additional reportable findings. The following reportable malfunctions were identified during device re-evaluation: the eyepiece and the grip section were sticky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited the forceps holder is corroded. There was no patient involvement.